Event description:
Boston scientific neurovascular became aware that during an event when the subject device was advanced into a renegade 18 microcatheter, resistance was felt. Although, attempts were made to remove the sbuject device, it got stuck at the distal tip of the microcatheter. Continuous flush was maintained and the subject device was handled without excessive force. When the subject device was pulled back with force, the tip of the pusher wire got stretched and the main coil was inserted into the aneurysm. No complicaitons with the pt were reported to have occurred as a result of this event.

Manufacturer narrative:
The subject device has not yet been returned to the MFR for a technical analysis. Info rec'd through a request from the MFR stated that the main coil unexpectedly detached.